Event description:
During a percutaneous transluminal angioplasty to a shunt anastomosis a balloon was reported to have ruptured. The product was prepped and used as per the instructions for use (IFU). There was no calcification or vessel tortuosity. A guidewire was inserted across the lesion via the sheath introducer. The product was advanced towards the lesion over the guidewire, and the balloon was inflated using an indeflator, however, there was a pinhole and balloon ruptured at nominal pressure. The device was retrieved and another balloon was used for the procedure. There was no adverse consequence to the pt. This product will be returned for evaluation and testing. Add'l info will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni